Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to migration. Additional information indicated that the patient complained that the device was tugging and felt pain around the area. The product is no longer in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to migration. Additional information indicated that the patient complained that the device was tugging and felt pain around the area. The product is no longer in service. No additional adverse patient effects were reported. This supplemental report is being filed to update coding.